Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly calcified and severely tortuous left anterior descending artery. A 2.75 x 32 promus elite was deployed. After post-dilation of the stent, a distal edge dissection in the distal part of the stent was noticed. A 2.25 x 28 promus elite was deployed distally, overlapping and covering the dissection. The procedure was completed successfully and the patient fully recovered.